Event description:
It was reported that the patient fell and suffered blunt trauma to the pocket area. Sensing anomaly was noted. Lead was explanted.

Manufacturer narrative:
Analysis was normal. No anomaly found.